Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2 implantable collamer lens, -15.0 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to patient pain and discomfort.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens and foreign material (not possible to specify) on lens surface. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: as per the dfu of this lens model,implantation of lens in a patient under the age of 21 years is contraindicated. This patient was (B)(6) at the time of implantation. (B)(4).